Event description:
It was reported that a user experienced a low blood glucose event after dinner while using the ilet bionic pancreas, with lows coinciding with a lower cgm target and post-announcement insulin delivery noted to be very low; troubleshooting and education were provided, and the user was advised to consult their trainer or healthcare provider. Symptoms included hypoglycemia, with a reported nadir of 54 mg/dl and approximately one hour below 70 mg/dl. Outcomes included self-treatment with oral glucose in the form of orange juice, no need for assistance, and no medical intervention or hospitalization. Investigation included case assessment and user education on device use and glucose management. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.